Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the als device indicating that the device did not load and triggered during a resuscitation but that it works during routine test. Although no harm was reported by the user, the delay in treatment will be considered an adverse event because live-saving therapy/treatment has been interrupted and/or delayed and likely led to a deterioration in the state of the health of the patient. No further information was available. Remote support from the customer care solution center was received, during which the customer was told to contact the distributor where the device was purchased. Multiple attempts were made to request further information regarding how the issue was resolved. However, no information was made available. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The rse informed the customer to contact the distributor where the device was purchased. Multiple attempts were made to request further information regarding how the issue was resolved. However, no information was made available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : complaint referred to distributor.

Event description:
The customer reported that the device "did not load and triggered during a resuscitation" but that it works during routine test. Defibrillators are life-saving devices, therefore failure to shock/pace will be considered an adverse event due to a serious deterioration of health that may result from a delay or failure to shock/pace. Additional details have been requested.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.